Manufacturer narrative:
This report is being submitted to correct the report source (g2) in section g, all manufacturers. The referenced laser console was not available for analysis; therefore, no physical or visual analysis of the product could be performed. The reported console performance allegation cannot be confirmed. A service history was completed; the console was installed 11 years prior to the occurrence of this event. After this period, component wear, failure or damage is possible based on product used. A risk review was completed and confirmed that the event of misaligned articulated arm was defined in the risk documentation. This event type has been accounted for during product risk analysis to support acceptable risk benefit for the product. Based on the information available, the most probably cause of the reported issue cannot be established due to lack of evidence. Therefore, a conclusion code of unable to exclude device problem was assigned to this investigation.

Event description:
It was reported that during procedure, the aiming beam does not align with the center when using acuspot. There was a possibility that the console's arm alignment was off. The issue was resolved by reconnecting the acupulse arm. It was communicated that there is no problem if the joystick rotates around once and does not break. No patient or procedure outcome information have been provided despite good faith efforts.

Event description:
It was reported that during procedure, the aiming beam does not align with the center when using acuspot. There was a possibility that the console's arm alignment was off. The issue was resolved by reconnecting the acupulse arm. It was communicated that there is no problem if the joystick rotates around once and does not break. No patient or procedure outcome information have been provided despite good faith efforts.